Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery on proximal part of the femur using tfna long nail with the product in question. The patient had a third-party implant for the femoral neck fractures and bone fixation material in the femoral neck, and a tumor was located near the subtrochanter. During surgery, the third-party implant for femoral neck fractures was removed, a tfna long nail was inserted, and after blade placement, cement augmentation was performed. During cement injection, cement leakage into the joint was observed, so the procedure was immediately stopped. Imaging revealed that the blade had perforated posteriorly, causing the cement leakage. Due to the poor placement of the blade, the blade was removed, a new guide pin was inserted, and the blade was repositioned. Subsequently, distal locking screw and end cap were inserted, and the implant fixation was completed. Since cement remained in the joint, after implant, a separate exposure was made to remove the leaked cement. After removal of cement from the joint and confirmation with imaging, the wound was closed. The surgery was completed successfully with 120 minutes delay. The surgeon commented that this event was a bone cement leakage into the joint surface due to poor placement of the tfna nail's head element. Since a bone fixation material for femoral neck fractures (a product from another company) was inserted in the proximal portion, the procedure was performed in a lateral decubitus position to remove it and fix with an intramedullary nail. It seemed that the lateral confirmation (of the guide pin position) was more difficult compared to when a traction device was used. No further information is available.